Manufacturer narrative:
(B)(4). Report source: foreign country - (B)(6). Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the screw showed signs of wear, with damage and discoloration to both the threads and head of the screw. The screw was functionally tested by using a 2.0mm blade and driver to drive the screw into a block of white oak wood. The screw did insert into the wood block easily. The screw was then tested for retention by holding the screw to see if it could support the weight of the blade and driver together. The screw failed this retention verification. Device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to damage incurred during insertion attempt. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported "nut wear". Additional information was requested and the distributor responded "the screw head did attrited during surgery." There was approximately a five minute delay, the surgeon replaced the screw with a new screw. No adverse events have been reported as a result of the malfunction. Upon evaluation of the screw it was determine the screw head was damaged and the screw could not be retained on a blade.